Event description:
The customer reported that the surgeon rec'd a shock and a flame occurred when the activation switch on the device was pressed. The flame occurred in the area of the activation switch. No one was burned, and there was no injury to the pt.

Manufacturer narrative:
(B)(4). One used device was returned for eval. The visual inspection found the area around the switch was blackened. The device was plugged into the generator and the switch functioned only intermittently. The device was disassembled and the pcb was found to be charred and badly damaged. The cause of the damaged switch was determined to be an excess of flux residue on the pcb, which caused a short circuit. (Flux is a conductive substance that is applied to metal to keep it clean during soldering). The short circuit caused the shock and flame. The appropriate personnel have been notified. Covidien confirmed the customer's report.